Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 4 days of vad support, it was reported by the vad coordinator that the pt expired from "sepsis and multi organ failure." No further info was made available.